Manufacturer narrative:
No sample was returned for evaluation. Based on the manufacturing lot number provided, product is in excess of 34 years old. While the polyurethane device is very durable, some degradation of product integrity is expected over a 34 year period. The degradation may be accelerated by storage conditions. A 5 year expiration date was placed on these products in the early nineties. The product was being used off label during a gynecology procedure in the pt's fallopian tubes. Baseline report previously provided.

Event description:
It was reported that during a gynecology procedure in 2008, using a hysteroscope, the tip of the catheter broke off in the pt's left fallopian tube. The doctor was trying to open the fallopian tube to inject blue dye. The doctor removed the catheter. After removal of the catheter, the doctor checked the fallopian tube with the hysteroscope and noted the tip of the catheter had broken off and was left in the opening of the pt's left fallopian tube. The doctor removed the catheter tip with graspers and continued to complete the procedure he was performing. No impact to the pt was reported. The reported lot number showed the product in question was packaged in 1973. A 5 year expiration date was placed on these products sometimes between 1991 and 1993. This product was over 34 years old.